Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had developed a fracture. The lead has been extracted and replaced. No patient complications have been reported as a result of this event.